Event description:
The pt experienced an adverse event with surgery on their left foot. Surgery was performed for bunioectomy and removal of a small fatty tumor. The pt reported that they developed trench foot, a hematoma, and frost nip. The pt felt that their problem may have been caused by a leaky autochill system with foot cryo/cuff because their bandage was wet after their cryotherapy treatment. The pt was hospitalized because of complications due to their foot surgery.